Manufacturer narrative:
Follow-up #1: date of submission 08/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: the last bolus delivery was a 1.85u bolus on (B)(4) 2016 at 01:13. The last basal delivery was on (B)(4) 2016. The pump history showed that the pump was manually suspended on (B)(4) 2016 at 16:40 and manually resumed at 17:06. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/19/2016, a reporter contacted animas alleging that a patient had been hospitalized with hypoglycemia while on the pump. The reporter stated that the patient had a blood glucose of 40 mg/dl but was unable to provide any symptoms that the patient might have experienced. The reporter could not provide any additional information about treatment received while the patient was at the hospital. The pump was not available for review at the time of the call to determine the cause of the blood glucose excursion. A customer technical support representative has attempted to contact the reporter but has been unsuccessful in doing so. This complaint is being reported because the pump could not be ruled out as a contributing factor for the patient's alleged hypoglycemia and hospitalization.